Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer was unable to deliver a correction for 15 grams of carbohydrates. At the time of the reported event, the customer had 1 units of insulin on board (iob- active insulin in the body), and blood glucose (bg) level was 125 mg/dl. Reportedly, the issue was resolved. No additional information was provided regarding the customer.